Event description:
It was reported that during a shoulder stabilization surgery the anchors did not hold in pat. And came out again. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is not confirmed. No problem was found with the returned devices. Two unpackaged ar-3638-1 serial/batch number 15043236 were received for investigation. The received part for the investigation were the fibertak without sutures. Visual inspection did not found issues with the returned devices.